Event description:
It was reported that patient underwent left hip arthroplasty in 2009. Subsequently, patient suffered drainage and redness and cultures taken showed mrsa infection. Patient was revised in the same month, to remove components and have an antibiotic spacer placed. The event information was provided by clinical site and was for the cup and femoral components only. However, recent review of invoice identified two additional components would have also been included in the event. Therefore, this medwatch report is being filed to list the additional components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterile certification shows that the product was sterile released in 2008. There are warnings in the package insert that state that this type of event can occur. This report filed july 7, 2009.